Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Power error reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with power error due to connector resistance issue. Pump passed the displacement test, sleep current test and active current test.